Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. The issue occurred due to deformation of the up/down knob which led to water tightness being lost. In addition to the findings reported, the bending angle in the up direction and the play of the up/down knob did not meet standard value to wear of the angle wire. There were scratches noted throughout the device. The connecting tube had a dent and a wrinkle and the objective lens was dirty. It was also noted that the up/down knob and the control section cylinder had corrosion. The control unit had discoloration and the adhesive on the bending section rubber had a chip. It was also noted that there was a lack of image on the monitor due to dirt on the objective lens. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite gastrointestinal videoscope had a pinhole leak. Upon inspection and testing of the returned device, there was a foreign object in the nozzle due to insufficient cleaning. The procedure was completed without an issue and the pinhole was detected during cleaning. There were no reports of patient harm associated with the event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct d5/h10. Correction to h10: information regarding reprocessing methods was inadvertently missed. Additionally, it was noted that the user carries out pre-use checks. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely that the foreign material was not sufficiently removed, which resulted in the clog. The cause for the foreign material entering the nozzle could not be specified. The nozzle was not reported to have been deformed and it was confirmed that reprocessing was performed in accordance with the instructions for use (IFU). The following information was provided regarding the user's reprocessing methods: the device was cleaned, disinfected, and sterilized before requesting repair. The presence of foreign material adhering to the device was not known. Pre-cleaning information- there was no delay to the start of pre-cleaning, which was properly implemented. Water and air was supplied to the air/water nozzle. Manual cleaning information- there were no issues with the accessories used for reprocessing. It is unknown if the scope was submerged in cleaning solution. The air/water nozzle was wiped or brushed with a gauze, brush, or sponge. Liquid was sent to the air/water nozzle. Olympus will continue to monitor field performance for this device.